Event description:
Reference MDR #1219856-2010-00699 for the first event involving the same pt. It was reported that the physician switched to the right femoral artery, opened a second intra-aortic balloon (iab) and again the balloon became stuck at 1/3 of the super arrow-flex (saf) range. A third iab was inserted successfully using a polyurethane (pu) sheath. There was no reported pt death, injuries or complications. No medical/surgical intervention was required. The pt was being pumped correctly from the augmented pressures.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.